Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced error e226 that indicates an inability to clearly view the tissue, and the screen becomes noised during service maintenance. There were no reports of patient involvement.